Event description:
Observed biased glu, chol and tbil qc results on the vitros dt60 analyzer over a several day period. Pt results were reported to physicians, but no pt treatment was inititated or changed as a result of the biased results. Corrected pt results were provided to the physicians. Based results could lead to inappropriate physician action. There was no report of pt harm as a result of this event.